Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-13995n needles (no batch indicators present) were received for investigation. It was identified using calibrated ruler ID: 651 that both returned needles had broken, and were now out of specification in terms of overall length. The thickness at the remainder of the tips of both needles was assessed using digital micrometer ID: 224 and both needles met design specifications. As the returned scorpion handpieces presented no issues during testing, the cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that 2 ar-13999mf scorpions were sticking, which caused the attached 2 ar-13995n scorpion needles to break. This was during use in an open rotator cuff repair with biceps tenodesis on (B)(6) 2021. The needle fragments initially entered the patient during the procedure, but were fully removed and accounted for. The needle fragments were discarded by the facility, but the remainder of the needles, along with the scorpions, are available for return.